Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump attempted to inappropriately suspend due to a sensor glucose of 58 mg/dl and a blood glucose of 110 mg/dl. Troubleshooting was not completed for the sensor glucose and blood glucose discrepancy; the customer stated that he will call back for troubleshooting. The sensor was not returned or replaced.